Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and dislodged. Symptoms reported include hyperglycemia and vomiting. The patient was treated with an injection of insulin. The patient was released on (B)(6) 2023. The pod was replaced before the patient went to the hospital. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.